Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on posterior side assessed as fold flaw opening. ¿ seroma-late: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ orange particles observed inside the device. ¿ observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation after getting out of the shower. Healthcare provider reported during surgery "benign appearing fluid around the implant." Device has been explanted.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported during surgery left side "benign appearing fluid around the implant."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation after getting out of the shower. Device remains implanted.